Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving sufentanil (300 mcg/ml; dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2016 it was reported that the patient's catheter was not working. The pump was nearing end of life, so they wanted to program the pump to off state. A catheter dye study had been done several months ago and they were unable to aspirate fluid from the cap (catheter access port). It was unknown if there were any reservoir volume discrepancies as they had not done a refill and the pump was in stopped pump mode. The patient was asymptomatic. The pump off passcode paperwork was completed and the pump off passcode was provided. The event date, reason for the dye study, patient symptoms, troubleshooting performed, the cause for the inability to aspirate, and whether or not the devices would be removed were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.